Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: "blood glucose (bg) values below 50 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 between 12:55 am and 1:15 am, and at 10:35 am. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg values, user made bolus requests while still having insulin on board (iob). At 1:13 am, the user lowered the 12 am basal rate from 1 unit/hour to 0.9 units/hour. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl with an unknown cause. Reportedly, the customer treated the low bg by suspending insulin delivery on the pump and consuming food.